Event description:
On (B)(4): customer reports via phone that during a urology ercp procedure, on a (B)(6) female pt, the system fluoro failed. Procedure was cancelled until the next day, when it was performed in the radiology department. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found an e-cal error and long shutters closed on the collimator. Fse replaced the collimator per (B)(4). Unit passed checkout procedures and was returned to service.